Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples of the concerned lot number. All tested samples were found to perform within limits. No faults were detected. The involved devices have not been made available to us. Reviewing the five pictures showing the involved dispersive electrodes front [gel] side it can be seen that all pictures are showing on each of the five electrodes a fold mark in the aluminium foil. We know such marks in the aluminium and they are reproducable when pulling the electrode off the transparent backing or a patient by the cable or contact tab instead of the dedicated lift aid prior usage. The IFU explicitly states that the electrode should be separated from the backing material at the lift aid. The IFU explicitly states: "remove the electrode, as indicated, from its protective liner using the removal tab. Check the electrode and the cable and all connectors for defects, e.g. Dried out or missing gel and damaged cable insulation. Do not use defective devices. After use, carefully remove the neutral electrode using one hand whilst supporting the skin beneath it with the other. Use the removal tab to slowly detach the electrode (not using the neutral electrode cable). Ripping off the electrode or peeling it off quickly may damage the skin." No further information on the patient, the skin preparation, if and how the injury had been treated have been disclosed to us. We assume that a "3-4inch mark that was noted to be red and not blanching" not constitutes a permanent injury to a body structure. However we do not know if a treatment was performed. It is therefore unclear if a reportable event exists. Based on the information provided to us we assume that a user-error has contributed or caused the claimed incident. We therefore consider the investigation closed.

Event description:
On march 20th, 2024, we have been informed about 5 incidents involving monitoring dispersive electrodes at nhs greater glasgow and clyde board. Monitoring dispersive electrodes [split electrosurgical neutral electrode] skintact model wr21a30 and an unknown erbe generator have been used. The initial report stated that: "incident 1 - (B)(6) 2024 - patient undergoing major head and neck surgery lasting approx. 10hours. Incident report placed in department and local investigation followed over next week. Plate intact/good condition prior to application. Plate applied in correct way, good skin condition and safety light green on erbe diathermy machine and functioning throughout surgery. Plate noted to be damaged upon inspection after removal. Patient had corresponding mark on thigh (?burn?pressure damage). Patient's thigh showed 3-4inch mark that was noted to be red and not blanching. Patient reviewed the next day, not causing pain or discomfort but still observed to be red. Diathermy plate not obtained after surgery. Plates 2-4 - all inspected prior to application. Applied correctly. All in good condition going on, no issues. Plate inspected after removal, obvious issue. Thankfully short procedure so no pressure damage on patient plate 5 - obvious line observed on plate prior to removal of tab. Not used on patient." We received also five pictures showing the involved dispersive electrodes front [gel] side. The front gel side of the involved dispersive electrodes are all showing a fold mark in the aluminium foil. No further details have been disclosed.